Event description:
During the preventative maintenance (pm) of the da vinci surgical system by intuitive surgical inc.(isi), the field service engineer (fse) found that the patient side manipulator 3 (psm) had a damaged bracket on link 2 and was replaced.

Manufacturer narrative:
The patient side manipulator (psm) was returned and evaluated. The psm failed the weighted drop test for axis-2. The axis 1 and 2 brakes will be replaced. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found during a preventative maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.